Event description:
It was reported that a user experienced fluctuating blood glucose levels, including hyperglycemia, after eating without announcing the meal while relying on the ilet corrective algorithm. The user reported a blood glucose value of 285 mg/dl and described prior episodes of hypoglycemia that were treated with fast-acting carbohydrates, which resulted in rapid subsequent spikes. The agent confirmed that the device had implemented an adjusted basal rate and provided education regarding hypoglycemia management, including treatment with 15 grams of fast-acting carbohydrates followed by rechecking blood glucose every 15 minutes as needed. No alerts or alarms were reported, and there was no hospitalization. The user continued self-monitoring without a scheduled follow-up. Investigation activities included review of device data through synced report logs and assessment of user technique and education. Review of the available information indicated that the device was operating as designed with automated basal adjustments. The event was associated with a missed meal announcement and suboptimal low-treatment strategy rather than a device malfunction. Based on previously established findings for similar reports, it was concluded that user-related factors, including the missed meal announcement and low-treatment practices, were the likely cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.